Event description:
The facility stated that the surgeon attempted to implant a cc4204bf plate collamer lens. Diopter +22.0. Prior to insertion into the eye the surgeon noticed what appeared to be a piece of plastic coming out of the cartridge, about the size of a large grain of sand, as the lens was being ejected. The lens was advance all the way out of the cartridge and the lens was torn. No patient contact. The injector that was used was a indigo-p the facility was unable to provide the injector lot number.